Event description:
The customer reported the system displayed a communication error message. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. An adjustment was made to the faulty part. The system was then found to be operating as intended.